Event description:
Prior to an MRI scan, the hospital had reported that when the pt arrived at the MRI, he was being infused by another infusion pump, and a nurse performed the transfer to the mridium pump. Shortly thereafter, the pt became hypotensive and bradycardic, and the staff responded to the changes to prevent injury. The staff reported that as much as 25 ml of propofol was delivered in a short period of time. This may have been caused by failing to clamp off the fluid line during the transfer. No pt injury resulted from this event.

Manufacturer narrative:
Investigation conclusions: from the info available, the most likely cause of this event was the failure of the user to properly close the infusion set's clamp(s) after connection to the pt. There are two (2) possible causes of this problem: if the user did not close the infusion set's flow preventer after connection to the bypassed alaris infusion set, a possible freeflow condition could have existed. Once the pump has been powered up and the infusion set is installed, the put will alarm if this condition exists. It is not known how long this condition persisted until the pump was powered on. If the user did not close the alaris infusion set's main clamp after connection of the 1055 by-pass infusion set, a possible freeflow condition could have existed with fluid flowing through this main infusion set. The proper method of installation of the infusion set is described in the operator's manual, and on the 1055 infusion set's pouch instructions. The instructions warn that failure to close the tubing clamps can result in free-flow conditions. It was agreed with the hospital's risk manager that iradimed corporation would provide add'l in-service training for her staff to review the infusion set installation and operation. This training was completed on (B)(4) 2013. (B)(4).